Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The balloon was prepped without issues noted prior to use, which would suggest that the device was not damaged or compromised prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous de novo proximal right coronary artery that was 90% stenosed. The 5.0x8mm nc trek balloon ruptured at 10atm on the first inflation. The device was replaced with a same size non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.